Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact on the customer¿s blood glucose level. Technical support provided instructions to reset the pump, assisted the caller in doing so, and confirmed the malfunction code did not recur after the reset. The customer was advised to continue using the pump and to contact technical support if the issue recurred.